Event description:
It was reported that the patient experienced dysarthria and weakness on her right side following a deep brain stimulation (dbs) system procedure. A computed topography (CT) image was taken post-operatively, showing no hemorrhage, however a magnetic resonance image (MRI) taken soon after confirmed a small stroke in the internal capsule on the left side of her head. The physician assessed this was a non-hemorrhagic stroke thought to be caused by the dbs lead moving vessels during the initial placement procedure. The patient underwent rehabilitation and did well.